Manufacturer narrative:
Estimated age. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital from clinic on (B)(6) 2018 with increased drainage from a sternal wound. The patient had been admitted for surgical incision and drainage (I&d) of same area in (B)(6) 2017 with negative cultures, but has been following-up on an outpatient basis with infectious disease since discharged. A sternal wound culture tested positive for methicillin-sensitive staphylococcus aureus ((B)(6) ) and the patient was started on intravenous antibiotics. A CT scan of the area showed increased stranding around the driveline site, possibly indicative of a driveline infection. A driveline revision and surgical I&d was scheduled for (B)(6) 2018. It was reported that the patient was treated with intravenous ceftaroline for 7 days. No further information was provided.